Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 11/19/2016. Device returned to manufacturer ¿ yes. Device evaluation the device was returned to the manufacturer. Device inspection was performed the preloaded insertion system was received in the original box. The plunger was observed in advanced position. Visual inspection was performed at 10x microscope magnification and cartridge was observed correctly engaged into lower body of the pcb00 device. No assembly error and/or defect related to manufacturing process were observed in the preloaded insertion system. Manufacturing records were reviewed and the lens was manufactured and released according to specification. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Age/date of birth: unknown/not provided. Gender/sex: unknown/not provided. If implanted, give date: not applicable, as the lens was not fully implanted. If explanted, give date: not applicable, as the lens was not implanted; therefore, not explanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported when the model pcb00 intraocular (iol) lens was inserted, the physician noticed a hole in the capsular bag and the lens was falling into the posterior chamber. The lens was removed and replaced with a 3 piece za9003 iol. The patient is fine and no injury was reported. No further information was provided.